Event description:
Healthcare professional reported injecting a pt with juvederm ultra plus xc. Fifteen days later, the pt developed edema in the "left lower orbital rim". The pt was reviewed by an allergan rep 5 months later. The following month, the pt had an injection with juvederm volbella with lidocaine in the "left lower lid". Pt was reviewed again 7 months later by the same allergan rep and suggested hyalase. After another 2 months, the pt was reviewed by a different allergan rep about 3 months after being reviewed by the new allergan rep, the pt was reviewed again and was treated with hyalase and the symptoms resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist. Allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.